Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value was 300 mg/dl to 500 mg/dl. The customer did not provide any information about symptoms. The customer treated high blood glucose value with insulin pump and shots. Customer stated her blood sugar has been running high because of having a fever. The customer also stated that sensor was misreading and had calibration issues. The customer declined trouble shooting for the sensor issues. The insulin will not be returned for analysis.